Event description:
This is report 5 of 5 for the same event. It was reported that during an unspecified veterinary surgical procedure, it was observed that the electric pen drive system including the hand switch device, electric pen drive device, cable device, burr attachment device and the console device had multiple alleged malfunctions identified when used together. According to the reporter, the surgeons stated that the burr device was not spinning at all. It was further reported that the burr device was spinning on its own (e.g. While sitting on the instrument table) and was sometimes spinning in reverse. The reporter further stated that the burr device was spinning in correct direction but well below the set speed. It was further reported that the burr device was failing to lock into place. The report stated that the drill was running in the correct direction at a seemingly set speed but stopping on its own while in use. Also, the channels on the console device seemed to be crossed as when the user plugged into channel one, it was observed that the speed changed while adjusting channel two and vice versa. It was further reported that channel two was intermittently unresponsive and the burr device started and stopped in a sputtering fashion on their own. There was minimal delay due to the reported event. However, the duration of the delay was not specified. There were spare set of devices available for use. There was no human patient involvement as the devices were used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.